Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the physician experienced a "mechanical failure". Hemostasis was achieved using manual compression. No reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was returned. Investigation has not been completed.